Event description:
It was reported that a 25mm magna valve in the aortic position, underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The tavr was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional manufacturer narrative: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 25mm magna valve in the aortic position, underwent a valve-in-valve procedure after an implant duration of approximately 11 years due to stenosis and deterioration. The tavr was performed with a 26mm 9755rsl transcatheter valve. The patient was in stable condition post procedure.